Event description:
It was reported that the device was explanted after an implant duration of 12 months due to an unknown reason. No other details were provided.

Manufacturer narrative:
Device not returned.